Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.5/2.0/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024. The lens was stuck in the cartridge or injection system. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.